Event description:
The customer reported elevated basophil results, for multiple patients, involving coulter lh 500 hematology analyzer. The customer indicated the issue occurred with recently collected patient samples, but once the samples were left to settle, remixed, then retested, results recovered normally. The customer performed a manual diff count, and the results correlated with the retested values. The erroneous results were not released out of the laboratory. All control parameters were within specifications. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) determined the scatter plot was not well defined and merged together. The fse verified volume conductivity scatter (vcs) optimization and replaced the light scatter sensor to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. This medwatch report is related to MDR 1061932-2012-01797.